Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. There was a 6.5mm tear in the balloon material. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-05966 and 2134265-2015-05968. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified bifurcation of the left main coronary artery. Intravascular ultrasound was performed and the lesion was predilated however sufficient lumen could not be obtained so an 8mm x 3.00mm nc quantum apex¿ balloon catheter was advanced to the distal main coronary artery to the ostium of the left anterior descending artery (lad) for another dilation. The balloon was inflated; however; it ruptured at 18 atmospheres. The device was exchanged to a 2.75mm x 8mm quantum¿ maverick¿ balloon catheter however the balloon again ruptured at 18 atmospheres. Another 8mm x 2.50mm nc quantum apex¿ balloon catheter was selected. Dilation was attempted in the distal left main coronary artery to the ostium of left circumflex artery however the balloon ruptured at 16 atmospheres. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2015-05966 and 2134265-2015-05968. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified bifurcation of the left main coronary artery. Intravascular ultrasound was performed and the lesion was predilated however sufficient lumen could not be obtained so an 8mm x 3.00mm nc quantum apexa blloon catheter was advanced to the distal main coronary artery to the ostium of the left anterior descending artery (lad) for another dilation. The balloon was inflated however it ruptured at 18 atmospheres. The device was exchanged to a 2.75mm x 8mm quantum maverick balloon catheter however the balloon again ruptured at 18 atmospheres. Another 8mm x 2.50mm nc quantum apex balloon catheter was selected. Dilation was attempted in the distal left main coronary artery to the ostium of left circumflex artery however the balloon ruptured at 16 atmospheres. The procedure was completed with a different device. No patient complications were reported and patient's status was good.